Manufacturer narrative:
(B)(4). The referenced ventilator pump was received for failure investigation. The pump was found to have thermal damage on the printed circuit board (pcb). The thermal damaged pcb was replaced. The pcb was replaced to resolve the reported event.

Manufacturer narrative:
The covidien service engineer (cse) was able to duplicate the reported issue and found that the internal pump failed to cycle. (B)(4).

Event description:
Covidien received information stating that during patient use of the ht70 plus ventilator, a "motor failure" alarm was generated. The patient was able to breathe spontaneously while the patient's father turned the device on/off. The "motor failure" was regenerated when the ventilation started. The patient was transferred to another ventilator. There were no negative patient consequence reported.